Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing, damage (physical or cosmetic), rewind anomaly, failed batt test occurred. There was no adverse impact or consequence reported as a result of this event.